Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. The device was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the manual prime process. The customer changed the battery and the device reset itself. The customer's blood glucose was 225 mg/dl. The customer stated that the drive support cap was sticking out. The customer did not press the cap while connected to the device. The discontinuation of the device was advised. The customer declined sending back their out of warranty insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.